Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. No further investigation or corrective action is necessary.

Manufacturer narrative:
Multiple attempts to procure device and particulate have gone unreturned. A review of the certificate of compliance and final test traveler were reviewed and ush64245 meets all physical and functional requirements. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported during a cataract procedure the surgeon saw a ''white, sponge like material'' come out of the phaco handpiece and enter the eye. The surgeon successfully removed the particle. No patient impact reported.